Event description:
It was reported that pump battery depleted by more than 25 percent within a 24-hour period. There was no reported impact to the customer¿s blood glucose level. Customer did not request assistance, was already in process for pump renewal, and no additional corrective actions were documented.